Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved the device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.